Manufacturer narrative:
Section h10: (e3) occupation: physician (g5) PMA/510(k)number: k110708 (h3) it was reported that this 75 year old patient was implanted with this reverse shoulder on (B)(6) 2019, then revised on a unknown date, to a constrained because the patient was dislocating. Another surgeon revised the shoulder on (B)(6) 2019, but based on the bone loss, original positioning of the implant, and potential infection he was unable to repair any damage. No implants were placed in the patient. The patient was stable as they left the or. The devices are not returning. No further information is available. Device was used for treatment, not diagnosis. There is no indication that there is a device related problem, there is no allegation against the device. The most likely cause of the reported event is related to the underlying patient conditions. Corrections made in the following section(s): (section f) please disregard f6 and f8. These were entered in error. (G4) initial awareness date in initial submission should have been 12-jun-2019.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: 320-15-01, 10241308, baseplate; 320-15-05, glenosphere locking screw; 320-20-00, 98104001, torque screw; 320-10-00, 49063521, 0+ tray; 320-42-13, 42mm constrained liner; 320-20-34, 34mm screw; 320-20-30, 30mm screw; 320-20-38, 38mm screw; 320-20-34, 34mm screw; 320-20-34, 34mm screw.

Event description:
Doctor revised the shoulder but based on the bone loss, original positioning of the implant, and potential infection he was unable to repair the damage. No implants were placed in the patient.